Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have grip input disk #6 broken inside the housing. Root cause is attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated of prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detached from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was broken. No known impact or patient consequence was reported. Intuitive followed up but the customer had no additional information.